Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) hf sensor exhibited inaccurate readings. As a result, the sensor was calibrated via right heart catheterization on (B)(6) 2018, wherein the mean was adjusted by 15-20 mmhg.

Event description:
Additional information received identified the issue was resolved.